Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion is suspected on the device. It is also suspected that the device programmer had overestimated device longevity during a previous follow-up. No further information.